Event description:
It was reported by the patient's mother that the patient's pod was leaking insulin while worn on the hip/buttocks between 37 and 48 hours. As a result, the patient woke up with symptoms of nausea and vomiting and was found to have blood glucose levels of 560 mg/dl. Emergency medical services were contacted, and the patient was transported to (B)(6) by ambulance. At the hospital, the patient received 4-5 infusions to reduce blood glucose levels and was diagnosed with diabetic ketoacidosis. The patient remained hospitalized for approximately six days. The pod was discarded in the ambulance.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and dka. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.